Event description:
A purchasing agent reported that an intraocular lens (iol) was explanted. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There were no other complaints reported in this lot. Additional information was requested by phone, fax and mail on 04/04/2012, 04/18/2012 and 05/01/2012. A completed questionnaire has not been received. (B)(4).